Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient had a heart attack and passed away. The physician believes the heart attack was caused by a pulmonary embolism. There were no reports of device-related issues from the patient prior to the passing.